Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to battery depletion indicated, elective replacement indicator (eri), unexpected longevity at last device follow up approximately six months ago battery voltage was 2.75v and impedance 2438 ohms,estimated longevity between one-three years. However, at recent device check up the ipg was unable to interrogate or force magnet rate. The ipg was at end of life (eol). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: lead 1474t . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.